Event description:
The following event was reported to agilent technologies: the pt coded around 1300. After several normal, yet unsuccessful shock attempts, the m1722a defibrillator malfunctioned. With the knob turned all the way to 360 joules, the defibrillator only charged to 17. When the knob was turned to the off position and back to 360, the m1722a stayed to only 17. The paddles were then discharged after being reseated in their cradles and then the defibrilltor gave a system failure message and another defibrillator was brought in.